Event description:
It was reported that the tip of the pituitary was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the static shaft is broken at the pin hole location. Breakage suggests excessive force applied to the handle. A review of the device history records found no documentation to indicate a non-conformance to specification.